Manufacturer narrative:
Release knob; release shaft.

Event description:
It was reported by service report that the pt right side rail would not remain latched in the raised position. No pt involvement or adverse consequences are reported.